Event description:
The explanted device was received for investigation. Recipient was explanted on (B)(6) 2019. According to the device explantation report the user no longer had benefit. An insertion electrode was placed as a spacer for future implantation with a cochlea implant. Additional information stated that the user was no longer within the indication criteria for this device. The loss of benefit with the device has been observed since (B)(6) 2019. The user has been re-implanted with a ci at a later date.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect. This finding is in line with the reported functional device whilst implanted. The patient's hearing deteriorated postoperatively, however this was not caused by the device. As mentioned in the patient report, the patient had no benefit using the device. In addition the conductor link was found in the ear canal in (B)(6) 2019 and the floating mass transducer was no longer adequately placed at the time of explantation. The recipient has been re-implanted with a ci at a later date. This is a final report.

Manufacturer narrative:
Device investigations did not reveal any device defect. This finding is in line with the reported functional device whilst implanted. The patient's hearing deteriorated postoperatively, however this was not caused by the device. As mentioned in the patient report, the patient had no benefit using the device. In addition the conductor link was found in the ear canal in (B)(6) 2019 and the floating mass transducer was no longer adequately placed at the time of explantation. This is a combined initial and final report.

Event description:
The explanted device was received for investigation. Recipient was explanted on (B)(6) 2019. According to the device explantation report the user no longer had benefit. An insertion electrode was placed as a spacer for future implantation with a cochlea implant. Additional information stated that the user was no longer within the indication criteria for this device. The loss of benefit with the device has been observed since (B)(6) 2019.